Manufacturer narrative:
The customer returned twenty (20) sensors: eighteen (18) unopened sensors (still sealed in original manufacturer packaging) and two (2) opened sensors; the opened sensors were evaluated. During evaluation the sensors passed all visual and functional testing. The sensors were determined to be functioning as designed. (B)(6).

Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Event description:
The customer reported a batch of rd set inf and rd set neo probes rejected because have seen spectral deviation of -4% (at 70% saturation) in several probes. No consequences or impact to patient was reported.